Event description:
A homecare patient experienced problems with the fit, seal and locking functionality on two (2) size 8 cfn, tracheostomy tubes. The first device was in use three (3) days and the second device reportedly devloped problems shortly after insertion. Patient inserts a tracheostomy tube during the day, removes and changes to a cuffed device during the day. In addition, the devices are cleaned and soaked in full strength h2o2 which is contraindicated on device labeled instructions for use. Patient has been sent the tracheostomy tube adult home care guide and video to review and discuss with their healthcare provider. There was (1) patient involved with no reported patient compromise. One (1) of the 8cfn devices was discarded. The second 8cfn device is reportedly available to be returned to the manufacturer for identification, analysis and investigation. As of the date of this submission the device has not been received by the manufacturer.